Manufacturer narrative:
(B)(4). Attempts to obtain the following information have been performed and was received. Please confirm, was the patient taken back to the operating room to remove the broken drain surgically? No further information is available. What is the current condition of the patient? No further information is available. Device return status. We regularly contact with sales rep about the device returning. No further information will be provided. Attempts to obtain the device have been made. To date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown spinal surgery on (B)(6) 2020 and a drain was used. When trying to remove the drain on (B)(6) 2020 , the drain was broken in the patient¿s body, and the broken piece remained in the patient¿s body. However, the end of the broken drain was exposed outside of the body, so it could be removed. The other part of the drain which was out of the patient was discarded at the hospital. The lot number is unknown. Further details are not provided there were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/14/2020. H3 evaluation: received 10 cm long piece of 10fr drain. The piece has 6 cm of fluted part and 4 cm of transition part. The drain apparently broke in the transition section since its surface is uneven and indented. The area which broke is the one where a drain gets connected to a patient¿s skin. Manufacturer production process includes 100% visual inspection of drains and it is highly unlikely that damaged drain would pass this inspection. The drain tore in area where it is connected to patient¿s skin; most likely it was damaged during use. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.